Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt after an infusion set change. The blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had inserted the infusion set manually. She noted that she had tried all remedies and was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.